Event description:
A customer reported an issue with the pump display where pixels were malfunctioning, making the screen totally unreadable and preventing interaction. There was no adverse impact to the customer¿s blood glucose level as levels remained within normal range. The pump was not replaced by technical support as it was out of warranty.